Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, the physician had a difficult time removing the right ventricular (rv) lead from the device header as the lead was indicated to be stuck. The physician removed the grommet and noted that there was no setscrew. The lead was eventually able to be removed from the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.